Event description:
Hcp reported device system was removed due to infection. The pt's symptoms were fever, increased white blood count and erythema. Antibiotics were administered and the pt was sent home. The device were explanted and returned to the MFR for analysis. A follow-up report will be sent when add'l info is received.